Event description:
It was reported that the lead exhibited loss of capture in the unipolar configuration. Unipolar impedance was 202 ohms. Capture and impedances were normal in bipolar, so the ventricular polarity was changed to the bipolar configuration and the patient would be monitored closely. The patient was not pacemaker dependent.

Manufacturer narrative:
Na